Manufacturer narrative:
D9: 8/15/2025. One device was received for evaluation. Visual inspection was performed. Functional testing was unable to duplicate the reported problem; however, the event history log was able to verify it. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 46822, which is a system fault that indicates a malfunction of the pump's internal components. There was no patient involvement.